Manufacturer narrative:
Qc was performing within the customer's established limits on the date of the event. System check data has not been provided to date. The customer does not have any hardware or system concerns pertaining to this event. The cause of this event is unknown and could not be determined based on the supplied information.

Event description:
The customer obtained erroneous higher than expected accutni result above the acute myocardial infraction (ami) cutoff of the assay for one patient on the access 2 analyzer. The sample was repeated and similar high result was obtained. The patient was redrawn and a result of 0.4 ng/ml was obtained, however, the customer is unsure if the redraw was repeated or not since the result was below their cutoff point. The results were reported out of the laboratory and the patient's doctor questioned the results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The patient's samples were sent out to a reference lab and lower results within the risk stratification of the assay were obtained. The sample were drawn in the ER and transferred to the lab for testing. The serum samples were collected in lithium heparin tubes with gel separator and centrifuged at ~3200 rpm for 6 minutes. Per customer, the sample did not appear to be hemolyzed or lipemic. The customer performed serial dilution testing on the patient sample and they did not produce linear results. Sample quantity was not sufficient to send the sample for heterophile interference testing after the serial dilution was performed.